Manufacturer narrative:
(B)(6). (B)(4). Investigation results: the returned accutrac 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 316.8 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured approximately 2 mm and appeared degraded. Examination under magnification confirmed the pattern on the tip is consistent with normal degradation. Additionally, the sma boot was observed detached/torn. There was no light from the sma connector, indicating a fracture within the fiber connector. No other problems with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the exposed glass tip had normal degradation. There was no light from the sma connector, indicating a fracture within the fiber connector. Additionally, the sma boot was observed to be detached/torn. Fibers are consumable and intended to degrade with use. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to the first of two devices that were used in the same procedure. Refer to manufacturer report number MFR. Report #3005099803-2021-02282 for the first accutrac 200 laser fiber and MFR. Report for the second accutrac 200 laser fiber. It was reported to boston scientific on (B)(6) 2021 that an accutrac 200 laser fiber was used in a soft ureteroscopic lithotripsy in the renal middle and upper calyx performed on (B)(6) 2021. The laser unit used was a holmium laser console. During the procedure, there was no energy delivery from the laser fiber. The laser fiber tip burned out. Another accutrac 200 laser fiber was used and the same problem occurred. The procedure was completed with a third accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.